Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Only the used infusion manifold and the infusion cannula line were returned. The products were tested with the lab stock fluid management system (fms) and other components using the unity console with the calibrated console. The product could prime successfully. No message code appeared on the screen. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the air control was on, only air was introduced from the console to the infusion line. The product passed functionality per procedure. The customer should be reminded to return the complete product so testing could be completed with the product used during the reported issue. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that air did not come out when switching to air during the vitrectomy surgery. The surgery was completed on the same day after replacing with same product. There was no impact on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).